Manufacturer narrative:
An event regarding a patient fall that resulted in an open wound and revision of a triathlon insert was reported. The event was not confirmed. The device was not returned for analysis. Medical records received and evaluation: insufficient records were returned for evaluation. Device history review indicated all devices accepted into final stock met specification. Complaint history review was not performed because no product specific failure mode was identified.

Event description:
It was reported that the patient fell resulting in an open wound. Surgeon revised poly insert.

Event description:
It was reported that the patient fell resulting in an open wound. Surgeon revised poly insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.